Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient admitted to the hospital for stroke-like symptoms. During the admission, the implantable cardioverter defibrillator was interrogated and found to have stored episodes of inappropriate mode switch due to far field r wave oversensing. The device was then reprogrammed to address the anomaly. The patient reported no symptoms associated with the oversensing events.